Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was learned that the aortic valve device was explanted at implant and replaced with another valve, in order to repair bleeding (paravalvular leak) caused by an atrial ventricular dislocation. Operative findings indicate, "the patient indeed was found to have calcification of her distal aortic arch. She also had calcification at her aortic annulus, which is quite severe, particularly at the continuity area of the anterior leaflet of the mitral valve to the aortic annulus and this is what, hence, caused our subsequent trouble...there was severe transmural calcification of the entire posterior mitral valve annulus which could easily be palpated on the epicardial surface. This made mitral replacement impossible." The surgeon indicated that the reason for explant is procedure related, and not due to a device malfunction.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record review is in progress, and will be reported once completed. The surgeon indicated that the reason for explant is not related to a device malfunction. There has been no information to suggest a device quality deficiency that may have contributed to this event.